Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon checking, there was leakage and air leakage at the gaps between the edges of the press. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Three devices were returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem as an air leak was determined. The root cause of the issue was not established. Corrective actions are in process for investigation and any preventative and corrective actions. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.